Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening and observed opening on anterior side assessed surgical damage. Shell thickness within specification. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ brown particles observed outer the device. ¿ observed delamination total of the plug strap disk shell (cohesive failure) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.